Event description:
It was reported that this right ventricular (rv) defibrillation lead showed loss of capture (loc) on the right ventricular automatic threshold (rvat) test one day post implant. The patient was then seen in clinic and the threshold measurements were noted to be consistent with threshold measurements at implant. The patient was not pacemaker dependent. The device was noted to be programmed to trend. Technical services (ts) discussed the evoked response channel appeared different when loc was marked. Ts discussed reviewing what the threshold trend showed in comparison to what was seen in clinic when the patient is seen for the post implant wound check. Additional information was received that surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The return of the product has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) defibrillation lead showed loss of capture (loc) on the right ventricular automatic threshold (rvat) test one day post implant. The patient was then seen in clinic and the threshold measurements were noted to be consistent with threshold measurements at implant. The patient was not pacemaker dependent. The device was noted to be programmed to trend. Technical services (ts) discussed the evoked response channel appeared different when loc was marked. Ts discussed reviewing what the threshold trend showed in comparison to what was seen in clinic when the patient is seen for the post implant wound check. Additional information was received that surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The return of the product has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Additional information was received that this rv lead had dislodged and resulted in the reported loc. The product will not be returned.